Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) : the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the inlet flow tubing luer lock is missing. Probable root causes: based on the product analysis results, the probable root cause of circumferential fracture at distal side of fusion zone failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber; the probable root cause of inlet flow tubing luer lock failure is: user handling. Based on the analysis above, the potential for forward firing may exist. (B)(4).

Event description:
It was reported that excessive fiberlife was activated on three fibers. The first fiber activated fiberlife @ 26, 685 joules, the second fiber @ 50,336 joules and the third fiber @ 135, 299 joules. Procedure completed with turp. There was no injury to patient reported. This report is for the first fiber.